Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The first reload was received engaged with a subject instrument. Visual inspection noted that the reload was partially fired and engaged in interlock with the jaws clamped. The reload was unloaded from the subject instrument without difficulty. The second reload was received engaged with a subject instrument. Visual examination noted that the reload was partially fired to just before the 3cm cut line. The reload was engaged in interlock and the jaws were clamped. The reload was unloaded from the subject instrument without difficulty. Further functional testing of the reloads found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap anterior resection procedure, the stapler was unable to fire. The instrument made loud cracking noises and the blade would not advance. The reloads were changed to see if they made a difference but none of them fired and in the end they had to change from lap to open case and use another stapler. A bigger incision had to be made in patient to continue the procedure. The surgical time extended was 30 minutes or more due to the product problem. Patient status is unknown.